Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2025, the patient stepped out of his office after noticing his cgm reading showing 80 mg/dl. A few minutes later, he received another alert indicating a rapid drop to 50 mg/dl. He immediately drank soda, after which he lost consciousness. He regained consciousness approximately one hour later and called his stepfather to pick him up. Upon arrival, he was taken to the hospital. In the ER, his blood glucose was checked and found to be low (exact value not recalled). The staff also noted that his cgm readings were off by approximately 30 points. He was given IV fluids and was diagnosed with a severe concussion resulting from the episode of losing consciousness. He remained in the hospital for 4¿5 hours. Upon discharge, his blood glucose was stable and he was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 30 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.